Event description:
It was reported to philips a patient coded and, while using the heartstart mrx in AED mode with pads, the rhythm was vt (ventricular tachycardia) and the device showed "shock not advised". There were several periods when the shock would arm and then disarm. The users switched the mode to manual and defibrillated that way with same device. The patient was in monomorphic vt with 6 shocks delivered to aflutter. The patient was intubated and transferred to critical care. There was no harm to patient. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. A philips clinician reviewed the case and following is the assessment. The customer complaint stated that the mrx defibrillator in AED mode initially presented a ¿shock advised¿ determination and charged the device, and then subsequently the device disarmed. While the device remains in AED mode, the algorithm continues to analyze the cardiac rhythm, even after making a ¿shock advised¿ decision. The philips AED ECG analysis algorithm is designed to take a conservative approach in analyzing ECG rhythms that can potentially cause a pulse to be generated. Monomorphic ventricular tachycardia is one of these rhythms. In this case, the duration of the qrs complexes in question ranged from 100ms to 120ms, and the changes in shock/no-shock advisory were due to minor differences in the qrs duration determined by the algorithm. The heartstart mrx and xl AED algorithm application note (page 5, rhythm classifications, table 1) identifies that qrs duration of greater than 120 ms is necessary for a shockable vt. Because of the variability in qrs complex durations, the algorithm would identify the shorter duration qrs complexes as a non-shockable rhythm. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service / support was discontinued on (B)(6) 2022. The device was not evaluated by philips due to end of life. The customer was aware of the end of life terms and the device remains at the customer site. Based on the review of the patient event file which showed that, due to the variability in qrs complex durations, the algorithm would identify the shorter duration qrs complexes as a non-shockable rhythm, the device behaved as designed.

Event description:
It was reported to philips a patient coded and, while using the heartstart mrx in AED mode, the rhythm was vt (ventricular tachycardia) and the device showed "shock not advised". There were several periods when the shock would arm and then disarm. The patient was transferred from the pcu to cicu for treatment. Additional details have been requested. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.